Event description:
The packaging was cracked, implants not sterile. Caused a 45 min delay.

Manufacturer narrative:
Visual examination of the returned (B)(4) and the (B)(4) packaging confirms the observation. A (B)(4) and international database search finds no other comparable complaints against the product and lot code combinations. The specific root cause is misuse. In a previous investigation, a depuy packaging engineer indicated this type of blister damage goes beyond typical distribution problems. The corresponding damage/marks on the boxes indicates the packages were dropped. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.